Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), the patient underwent a tf tavr procedure of a 23 mm sapien 3 ultra valve in the native aortic valve for aortic insufficiency (ai). The native aortic valve had no calcification noted and 360 mm2 annular native valve measurement. During the tavr procedure the 23 mm sapien 3 ultra valve was deployed with +2cc added to the nominal volume. Post-deployment, the valve embolized and was sitting in the aortic (ao) arch. Four days later, the valve was explanted. The patient is doing well.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The device was used in an off-label implantation in the native aortic annulus without calcific aortic stenosis. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. The complaint was unable to be confirmed as no imagery/medical report was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''the patient underwent a tf tavr procedure of a 23 mm sapien 3 ultra valve in the native aortic valve for aortic insufficiency (ai). The native aortic valve had no calcification noted and 360 mm2 annular native valve measurement. During the tavr procedure the 23 mm sapien 3 ultra valve was deployed with +2cc added to the nominal volume. Post-deployment, the valve embolized and was sitting in the aortic (ao) arch. Four days later, the valve was explanted.'' It should be noted that in this case the valve was implanted in the native aortic annulus without calcific aortic stenosis, which is not indicated for use in united states of america. In this case, there was no calcium in the native annulus for proper anchoring of the thv. This could lead to valve embolization. Per training manual, the thv is to be assessed with respect to ''target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular)'' and thv positioned too high (aortic) is a potential reason for thv embolization into aorta. In this case the valve position post-deployment (ao/lv) was 100/0. Due to the high implantation, the deployed valve was inadequately secured to the target site (annulus); subsequently, the deployed valve was dislodged from the target site (annulus) and embolized into the aorta as reported. As such available information suggests that procedural factors (off-label use, high valve position) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.